Event description:
It was reported that a large volume folfusor leaked between the cap of the fill port and the base of the device. This occurred during filling of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from 04/23/2013 to 04/24/2013. Evaluation summary: the device was returned for evaluation containing approximately 230 ml of solution in its bladder. Visual inspection and functional leak testing did not confirm the reported problem. The cause could not be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.